Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, rash under the left side ECG electrode and it was weeping a little bit. The patient also reported that the irritation spread to his back under the therapy pads. The patient was given cortisone salve from the family doctor. The patient reported that the problem had been solved and that he would be receiving an ICD on (B)(6) 2019.